Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller patient's mother stated the implant had not been activated in at least 5 years and they needed to do an MRI on the patient, but they could not find the equipment anymore. Agent asked, caller said they had not used the implant because the stimulator hadn't worked for patient since implant. Caller said then the device started shocking the patient and just quit working. Caller said patient was now in a nursing home and they were trying to figure this all out for patient.